Event description:
It was reported that the right ventricular (rv) lead had increasing thresholds and had an elevated short interval count (sic). There was also a sudden onset of noisy electrograms. One ventricular fibrillation (vf) episode showed noise, and there were non-sustained tachycardia (nst) episodes. Shocks were aborted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).